Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pacemaker extraction procedure, when the electrocautery was applied, due to current leakage, ventricular fibrillation /torsades was induced. The pacer was extracted successfully and sinus rhythm was restored. An implantable cardioverter defibrillator (ICD) was implanted. Patient was stable post procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.